Manufacturer narrative:
Dtba1d1, ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had electromagnetic interference. It was also noted that the left ventricular (lv) lead impedance was out of range with a loss of crt pacing. The device and lead remain in use. No patient complications have been reported as a result of this event.